Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee scope, the punch failed to performed as expected. It is unknown if the device would not bite through tissue or it was difficult to open and close and was shedding metal. The shavings were removed by suction. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10

Event description:
It was reported that during a knee scope, the punch failed to performed as expected. It is unknown if the device would not bite through tissue or it was difficult to open and close and was shedding metal. The metal shaving were removed from the patient with a shaver blade. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported. The patient is fine.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device has discoloration throughout the metal and there is some gouging of the metal on the shaft but there is no material missing. The cutting surface shows wear and damage from use but there is no material missing. A functional evaluation of the device found that it was unable to cut cleanly through the testing material without resistance. The device does not articulate freely and smoothly. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional clinically relevant medical information be provided, this case would be re-assessed. The complaint of difficult to open was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. The complaint of flaked was not confirmed and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.